Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. All available information was investigated and the reported difficult to open the clip, gripper actuation issue and clip jumping could not be confirmed via the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history did not identify any other incidents reported for the reported clip open difficulty, the reported issues. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported difficult to open the clip, gripper actuation issue and clip jumping in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip jumping open. It was reported that during preparation of the clip delivery system (cds), after establishing final arm angle, the clip would not open. The lock lever was pulled past the blue line three separate times and the clip did not open. On a fourth attempt, the lock lever was pulled and the clip jumped open. After the clip jumped open, only one gripper was noted to have lowered. The other gripper was hung up, even though the gripper lever was advanced. Troubleshooting was performed and both grippers lowered into the correct position. The decision was made to not use the device in the anatomy. A new cds was used to continue the procedure. There was no significant delay in the procedure. No additional information was provided.